Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events ranging between 40-70 mg/dl; cause was unknown. Customer's wife provided juice to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.